Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 35 mg/dl. The customer was treated for the low blood glucose with candy. The customer did not troubleshoot the issue, but had questions about their bayer stripes. The customer stated that their reservoir was running low on insulin prior to the event and had high blood glucose of 241 mg/dl. It is unknown what may have caused the low blood glucose levels. The customer did not return the product back for analysis.